Event description:
The stent was positioned at the lesion and deployed in the vessel. After deployment the delivery balloon failed to recapture/deflate. The drawing negative pressure on the inflation device multiple times did not work to deflate the balloon.